Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she doesn¿t hear a click when she locks the reservoir in place. The customer¿s blood glucose level at the time of the incident is unknown. She thinks the reservoirs she received are for the new pump or another pump since she states she normally hears a click when she locks it in place but it is not clicking. It is unknown how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.